Event description:
It was reported that the patient presented to the operating room for atrial lead replacement procedure. During implant procedure, the replacement lead exhibited failure to retract the helix. The lead was not implanted. Another lead was implanted successfully. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.